Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated that they told their manufacturer representative (rep) about their concerns in the last several weeks. The patient experienced a loss or change of therapy within the last two months. The patient stated that their device never really helped them be able to make it to the restroom once they received the urge. Overall, the patient stated that their symptoms are better than before implant. The patient noted feeling stimulation in the correct area. The patient would work with it a little and then contact their healthcare professional (hcp) to schedule an appointment with their rep. The patient did not intend to follow up with their hcp. Additional information received as the manufacturing representative reported that they did remember talking to this patient shortly after her implant. Patient called with questions about how to change between programs and informed her how to do so. They could not recall the specifics of the conversation but they do not remember that their saying the device was not working, but rather they wanted to try all the settings to see what worked best for her.   On (B)(6) 2017 the implanting physician requested them to call patient but they did not give a reason as to why. They called the patient shortly thereafter and she informed them that patient would like to see them as they wanted help with her device. Again, they did not recall her saying that it was not working, but rather that they were heading on a trip somewhere and wanted to be "checked" before leaving. They last met with the patient on 4/4 I believe, at doctor's clinic. At this appointment the patient said she did inform them that they didn't think the device was working. They performed an impedance check to confirm the device was functioning properly and all values were in range. They reprogrammed her following the standard protocol, configuring her device with 3 new programs and leaving the program that they felt had been most effective unchanged. To the best of my recollection,  her sensation with all of the programs we're localized appropriately. They had not heard from the patient, nor from the provider,  since this appointment. There were no complications or that no further complications were reported. Additional information was received from the consumer. It was reported the therapy didn't do much good for them anymore. It was stated the patient took a trip and the symptoms slowly returned. The patient had to wear a pad all the time anyway so it hadn't really worked that well. The patient thinks they have a weak bladder. The patient turned the stimulation to 2.1 on p3. The patient's therapy was reported on however the patient pointed out the stimulation on icon and was referring to the lighting bolt and stated they'd never seen that symbol icon and inquired about what it meant. The patient felt stimulation in the correct area. The patient reported they could suddenly feel stimulation pricking them when they get down on the mat to exercise. The patient said if they wiggle enough the feeling would go away. It was reviewed for the patient to follow up with a hcp if the symptoms didn't improve. No further complications were reported as a result of this event. Additional information was received from the consumer. The patient reported they had kind of new issues from when they called last week. The patient wasn't sure if the stimulation was set right. It was reported when the patient sits, they felt like it was in the wrong or it was poking them, it was steady, it was uncomfortable, kind of hurts, not a sharp pain, it just hurts. They found it very uncomfortable sitting and sometimes they have to lie down so that part of their body wasn't on the couch or a chair. The patient thinks the device may be set wrong. The patient turned up the stimulation today but that didn't seem to change anything and they were still uncomfortable. The ins didn't seem to be working. They feel their bladder was wet all the time. It was reported it was tender down there but it was not diaper rash. The patient states they were damp a lot and the ins never fully helped. The patient thought the ins would help better. The patient turned their stimulation to program 4 and the stimulation to 1.3. The patient wasn't sure but the stimulation seemed better now. They could feel the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their "pin prick pain" disappeared when they changed to program 4 and now their bladder was "letting go." When they increased amplitude to 1.7v it was a little uncomfortable. The reason for the pricking/ poking was when the patient was in an exercise class when they were on the floor on their mat. They felt a sharp pain. The issue reportedly had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient still felt like they were experiencing more bladder leaking and did not think it was set up right. It was noted to be weak, so then the patient turns stimulation up, but then they felt like they were being stabbed in their crotch when just sitting or doing their exercises, and that the stabbing had been happening off and on through the time of having the device. It was reported that the therapy did help with their symptoms, but then it seemed like after a while, they needed to reset it. At the time of the report, the patient was on p1 at 1.3v; the patient switched to p2, turned stimulation on and increased to 0.8v, and would keep it here and track their symptoms. It was noted the patient saw the low patient programmer battery screen for the first time, and it was reviewed what it meant and recommended that the patient change the programmer batteries in the near future. No further complications were reported/anticipated.